Manufacturer narrative:
(B)(4). Sorin group USA, received a user medwatch report #((B)(4)) stating that without any indication or alarm, the ECMO pump stopped. The pt was immediately clamped off. The pump was restarted and the pt was placed back on ECMO. Risk mgmt was contacted. There was no report of pt injury as a result of the incident. The hosp contracted an outside engineering service to evaluate the pump. The pump was placed out of service and the contract engineer dispatched to evaluate the pump. It was determined that the motor control board had malfunctioned. The engineer replaced the control board. The pump was tested and passed all specs. The precision blood pump was originally mfg by cobe cardiovascular, inc (now sorin group USA). This product line has been discontinued and is no longer distributed or serviced by sorin group USA. There was no pt injury. No other problems were found by the contract engineer. No further action is deemed necessary.

Event description:
.